Event description:
It was reported via the customer service representative that a patient suffered a cardiac arrest and the hospital considered this a harm, even though the patient was still alive. The patient was ventilated with an evita v800 using niv there was a large leak that they were trying to fix. The patient desaturated to 91%, blood gas levels reflected deterioration, the clinical support team was paged and asked to come immediately. The ventilator was checked on a test lung and was functioning properly. The patient's saturation continued to drop to about 80% with the 02 mask, so he returned to the checked ventilator. Upon reconnection, there appeared to be no flow, the emergency air inlet valve alarm was seen, the patient quickly desaturated to 70%, an emergency call was placed, and the patient was emergency intubated. The patient was then fully ventilated via a tube. The device alarmed to alert the user. Ventilation was on-going.

Manufacturer narrative:
The investigation was based on the reported event incl. Email correspondence and logfile analysis of the affected evita v800 with the serial number (B)(6). Analysis of the log file provided revealed that the device requested reconnection between 2:02 a.m. And 2:05 a.m. On (B)(6), 2021, in response to a detected interruption while the anti air shower function was turned on. The device posted the alarm message "disconnection detected" in order to inform the user. When the anti air shower function is activated and a disconnection is detected during operation mode, the flow is reduced until reconnection is detected. Simultaneously, the ¿disconnection detected¿ alarm is displayed. Obviously, the user interpreted this feature as malfunction. Due to a large (reported leakage of up to 100%), e.g. Leaky mask, which were detected as disconnection, the feature anti air shower reduced the flow. During a reconnection request there are no graphs displayed. The anti-air shower feature is described in the IFU and can be disabled by the user. In addition, during the reported time period, several alarms were raised regarding "pressure measurement inaccurate", "airway pressure high" and "tidal volume high". These were also detected in the logbook and alerted by the device as specified. The pressure measurement issue corresponds with an obstruction of the expiratory or the inspiratory valve or fluid in breathing system. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement audible and visual alarms would be posted to inform the user about the problem. Based on the manufacturer's investigation results, no device malfunction could be detected. The investigation concluded that both phenomena were caused by an application issue within the breathing circuit / mask. The device reacted as specified to the detected deviations and generated corresponding alarm messages. It is recommended to test the device according to the manufacturer's specification prior to next use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported via the customer service representative that a patient suffered a cardiac arrest and the hospital considered this a harm, even though the patient was still alive. The patient was ventilated with an evita v800 using niv there was a large leak that they were trying to fix. The patient desaturated to 91%, blood gas levels reflected deterioration, the clinical support team was paged and asked to come immediately. The ventilator was checked on a test lung and was functioning properly. The patient's saturation continued to drop to about 80% with the 02 mask, so he returned to the checked ventilator. Upon reconnection, there appeared to be no flow, the emergency air inlet valve alarm was seen, the patient quickly desaturated to 70%, an emergency call was placed, and the patient was emergency intubated. The patient was then fully ventilated via a tube. The device alarmed to alert the user. Ventilation was on-going.